Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (otw) stent delivery system (sds) within a sealed inner pouch and no outer packaging. The device was returned with the batch number of 12590331 within a sealed inner pouch and found the manufacturing heated seal present on the entire pouch. The manifold on the device had the same information as the inner packaging label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, labeling on the box of the device did not match the labeling on the inner pouch or device. A 2.25x16mm taxus liberte, atom drug eluting stent box was removed from the shelf and it was noted that the box did not have a closure seal. Contained in the box was a 2.25x8mm taxus liberte, atom drug eluting stent in a foil pouch that was also labeled as a 2.25x8mm taxus liberte, atom drug eluting stent. The device was not used in the case. No patient injuries or complications were reported.

Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, labeling on the box of the device did not match the labeling on the inner pouch or device. A 2.25x16mm taxus liberte' atom drug eluting stent box was removed from the shelf and it was noted that the box did not have a closure seal. Contained in the box was a 2.25x8mm taxus liberte¿ atom drug eluting stent in a foil pouch that was also labeled as a 2.25x8mm taxus liberte¿ atom drug eluting stent. The device was not used in the case. No patient injuries or complications were reported.